Event description:
Complainant physician reported difficulty during surgery to implant the devices and had to replace fixation screws about 4 times as the implants kept popping off. The mandibular angle implants were removed bilaterally approx 23 days post-implantation due to migration/displacement. There are no plans to replace the devices at this time. This report addresses the left side device. Refer to MFR report # 2028924-2013-0002 for the report on right side device.

Manufacturer narrative:
Method: reviewed device history records and product labeling. Results: device history records review revealed no assignable cause for the reported event. Product labeling addresses the possibility of displacement or shifting of the implant.